Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high capture thresholds. An x-ray was taken, and it was found that this lead was not properly sutured to the fascia. A revision procedure was performed to reposition the lead; however, the helix could not be fully retracted. A new lead was implanted to complete the procedure. No additional adverse patient effects were reported. This device was discarded at the hospital.